Event description:
The system 7 sag saw was sent for evaluation due to running on its own during testing. The event occurred during a routine field service maintenance visit. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.